Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17304048m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant product: carto 3 system, model #: fg-5400-00k, serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial flutter (afl) procedure with a navistar rmt thermocool catheter and suffered a cardiac tamponade which required a pericardiocentesis. The pulmonary vein isolation (pvi) was performed with the navistar rmt thermocool catheter. The permanent magnet function of niobe was not functioning. During the cavotricuspid isthmus ablation using the agilis st. Jude medical sheath and the navistar rmt thermocool catheter without the niobe system, for auricular flutter, the blood pressure dropped to approximately 40 and the cardiac tamponade was confirmed. The noradrenalin was administered and the cardiac drainage was performed. After that, the bleeding stopped. A transseptal puncture had been performed. The generator was set to power control mode. There were no error messages observed on the biosense webster equipment during the procedure. The patient's outcome of the adverse event was improved. There is no information about the hospitalization. The physician's opinion regarding the cause of this adverse event was that it was not a product malfunction.